Event description:
A cusa excel 36khz straight handpiece became so "hot" that the surgeon wrapped a swab around the heated hand piece in order to continue to use it. There were no injuries to the surgeon or the pt. It was suspected that the water reservoir tank had not been filled with water - although this could not be confirmed. Add'l info has been requested.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.